Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (lot# va0y7sr) found no significant anomaly and the stim lead body to be stretched.

Manufacturer narrative:
Concomitant medical products: product ID: neu_interstim_ins, product type: implantable neurostimulator. (B)(4)

Event description:
The manufacturer representative (rep) reported that there were open impedances on an electrode, specifically lead 1. This was discovered during intraoperative programming. They turned up the amplitude to 2.6/3 volts and it was still greater than 4000 ohms. They placed a new lead and it checked out fine. The issue was resolved at that time. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.